Manufacturer narrative:
Summarized patient outcomes/complications of epic were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, prior myocardial infarction, prior stroke, carotid disease, peripheral vascular disease, chronic obstructive disease, diabetes, atrial fibrillation, permanent pacemaker, heart block, overall frailty, pulmonary hypertension, aortic/mitral/tricuspid regurgitation.. Complications reported included surgical intervention (pacemaker, aortic valve redo), hospitalization, stroke, heart failure, atrial fibrillation, thrombosis, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: article title: five year outcomes in low-risk patients undergoing surgery in the partner 3 trial".

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: five year outcomes in low-risk patients undergoing surgery in the partner 3 trial investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "five year outcomes in low-risk patients undergoing surgery in the partner 3 trial", was reviewed. The article presented a prospective, multi-center study that evaluated 5-year outcomes in low-risk patients undergoing isolated surgical aortic valve replacement (savr) or savr with concomitant procedures within the randomized partner 3 trial. Devices included in the study perimount/magna, trifecta, mosaic, perceval, intuity, epic, hancock, freestyle, crown, mitroflow, and other unknown. The article concluded savr in low-risk patients in the partner 3 trial demonstrated excellent 5-year outcomes. Five-year mortality was similar in patients undergoing isolated versus concomitant savr. This was comparable to recently published national savr outcomes, demonstrating the generalizability of these findings. [The primary and corresponding author was vinod thourani, department of cardiovascular surgery, marcus valve center, piedmont heart institute, atlanta, ga, with corresponding email: vinod.thourani@piedmont.org]. The time frame of the study was not reported. A total of 554 patients were included in the study, of which 77 (17.0%) received an abbott device. The average age was 73.6 years and the majority gender was male. Comorbidities included coronary artery disease, prior myocardial infarction, prior stroke, carotid disease, peripheral vascular disease, chronic obstructive disease, diabetes, atrial fibrillation, permanent pacemaker, heart block, overall frailty, pulmonary hypertension, aortic/mitral/tricuspid regurgitation.